Manufacturer narrative:
A ge service rep performed an on site investigation. The boost mode was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2600 system had a physicist discrepancy of the system exceeds 20 r/minute in boost mode. No pt injury was reported.